Event description:
Healthcare professional reported deflation against left device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion leak test was performed and found opening on radius, opening crack. A microscopic analysis was performed which identify crease sharp edge opening. And opening crack on diaphragm valve. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. .